Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown. No information has been provided to date.

Event description:
It was reported that the pump was on continuous mode but it stopped with a red bar rather than a green bar, and none of the medication had been infused. The intravenous fluid bag containing the medication was full and the pump indicated that 287.9 milliliters of the started 288 milliliters remailed to infuse. The battery indicator was full. The patient reports that she did not touch her pump at all and just left it in the fanny pack all night. The nurse's note from the previous day stated that it was verified by two registered nurses as in continuous run. No patient injury was reported.

Manufacturer narrative:
Most probable cause of no infusion is user error. Product was not returned, so complaint could not be verified. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.